Event description:
It was reported that an angio-seal was deployed post procedure. Four hours later, a hematoma (20 cm) developed. Manual compression was applied. The patient was sent to the cardiac care unit for further observation. The patient's hemoglobin dropped to 5 g/l and the patient was then transfused with 120ml of blood. The patient's hemoglobin was up to 10.9 g/l and was reported to be stable. The patient's hospital stay was extended due to the drop in blood pressure and blood transfusion.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.